Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported "silicone leakage and possibly a full rupture (calcifications and lymph node masses)."

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern with the product, "enlarged lymphnodes, pain, and bumps around the area."

Event description:
Patient reported left side concern with the product, "enlarged lymphnodes, pain, and bumps around the area." Device remains implanted.